Event description:
Affiliate reported that after the device was implanted, air was noted in the patients brain. The patient is stable with no adverse consequences. The device remains in implanted.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). A follow-up is being generated because the medwatch is being reclassified to serious injury.

Event description:
The device was implanted at 150mmh2o. Doi unknown. After implantation, air was noted in the patient's brain. The patient condition is stable and there were no adverse consequences to the patient. The device is still implanted in the patient. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). A follow-up is being generated because the medwatch is being reclassified to serious injury.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4): device not returned.